Event description:
It was reported that during an unknown bowel procedure, the device was closed, but the knife did not advance and the staples would not release. The device would not open. The manual release lever was used numerous times and the jaws still would not open. The device was cut out with scissors. There was some blood loss but it was controlled with suture ligation. No blood products were necessary. The patient is okay.

Manufacturer narrative:
Date sent: 02/24/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.